Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2018-02168. Follow-up information provided the patient had both leads replaced on (B)(6) 2018. Therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02168. It was reported the patient had several falls and is experiencing high impedance on one of their leads. On (B)(6) 2018 x-rays confirmed lead fracture and lead migration into epidural space. As a result, the patient is awaiting surgical intervention. Note: all of the patient's leads are being reported because it is unknown which lead is liable.